Event description:
Customer reported s aureus isolates oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the dried pos mic type 20a panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. It is unk if the results were reported to the physician. No reports of adverse health consequences associated with the discrepant result being obtained. The cause of the oxacillin susceptible results is unk.

Manufacturer narrative:
Evaluation, method - routine monitoring of complaint history and performance trends to ensure performance is within claims. Evaluation results - requested additional information to determine if malfunction occurred. Evaluation conclusions - product is within performance claims. The cause of the oxacillin susceptible results is unk.